Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient fell down around in (B)(6) 2018 and felt pain and something wrong with hip joint, but the patient could not remember clearly about it. Thus, the revision surgery was performed on (B)(6) 2019 by replacing the liner , the head due to dislocation of the liner. It was confirmed the screw head was protruded, so there was also a possibility of the cause was fixation failure by it.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was returned. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.